Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. (B)(4).

Event description:
It was reported that during the patient's open heart surgery the lead was attempted but not implanted due to unsatisfactory sensing and thresholds. It was noted that the physician thought it might be due to a scarred heart. The lead was removed and a different lead was implanted instead. No patient complications have been reported as a result of this event.